Manufacturer narrative:
It was reported that the patient's infection was treated with an IV antibiotic. The entire device was not returned, only a part of the electrode array lead was returned for analysis. This report is submitted on may 26, 2017.

Manufacturer narrative:
This report is submitted on april 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted in (B)(6) 2012 (specific date not reported), due to the patient experiencing an mrsa infection at the implant site. The patient was reimplanted with another device (date not reported).